Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 13/jan/09. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number as well as the autopsy results have been requested; no information has been received at this time. An autopsy report cannot be accessed without further details on the patient or the case. At this time, the cause of death is unknown. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: pain."

Event description:
Event reported as: "a lap-band patient passed away. From the little we understand, the patient apparently presented to the accident and emergency department at the hospital after only 24 hours earlier having had fluid removed from the band, and was suffering from severe chest pains. There is some suggestion that the surgical staff at hospital attempted to operate on this patient, but this is merely hearsay and has not yet been established." Multiple follow-up attempts, by allergan another country, with the hospital and the mentioned surgeon's and physician's office, have been initiated, however, no confirmation or clarification has been received by the physicians at the hospital or the operating surgeon. At this time, all information received by allergan is third hand unsubstantiated. The manufacturer of the device is unknown. Allergan's approach to compliance is to resolve all doubts in favor of reporting.